Manufacturer narrative:
An event of device migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information has been provided by the (B)(4) association for chest surgery. On an unknown date, a amplatzer vascular plug ii (avpii) was selected for implant in a (B)(6) year old male patient with pulmonary artery aortic archeology to block blood flow of abnormal blood vessels. The patient was reported to have symptoms of blood sputum and the physician observed a 13mm abnormal artery that was later diagnosed as pulmonary artery coming from the aorta (paca). One week following implant, a CT revealed the avpii had migrated to a distal position and recurrent of blood flow of the abnormal blood vessel. The physician elected to surgically treat the patient due to the device migration to a distal position. Post-operatively, the patient is reported to be stable and a CT two months following the procedure revealed no aneurism at the abnormal blood vessel excision.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The following information has been provided by the (B)(6) for chest surgery. On an unknown date, a amplatzer vascular plug ii (avpii) was selected for implant in a (B)(6) male patient with pulmonary artery aortic archeology to block blood flow of abnormal blood vessels. The patient was reported to have symptoms of blood sputum and the physician observed a 13mm abnormal artery that was later diagnosed as pulmonary artery coming from the aorta (paca). One week following implant, a CT revealed the avpii had migrated to a distal position and recurrent of blood flow of the abnormal blood vessel. The physician elected to surgically treat the patient due to the device migration to a distal position. Post-operatively, the patient is reported to be stable and a CT two months following the procedure revealed no aneurism at the abnormal blood vessel excision.